Event description:
Treatment of an avm. It was reported that during procedure, the guidewire could not be advanced inside the balloon catheter while the physician moving it and the balloon catheter folded on itself. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated. The evaluation showed that the guidewire was broken inside the catheter and it had punctured the catheter lumen at 1.6 cm from the distal tip. (B)(4).